Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report battery issues on the insulin pump. Customer reported that the battery is draining after two or three days without warning. Customer's blood glucose reading at the time of the incident was 302 mg/dl. Troubleshooting was completed. Product is not expected to return.